Event description:
It was reported that the screw inserter bent at the tips during final locking. Pt status is fine.

Manufacturer narrative:
Review of the DHR did not detect any discrepancies related to this event.